Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that infusion set was changed every four to five days when low reservoir alarm was received. Customer was advised against waiting more than three days. Customer declined to removing infusion set as it was changed that morning. Customer was advised to call back should issue persist in order to perform high pressure test.